Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl for an undisclosed time wearing the pod. The reporter stated there was no insulin being delivered. It was further reported that the cannula did insert into their skin, but the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.